Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced difficulty breathing, further specified as ¿hard to breathe¿. The event occurred after connection, ¿during draining¿. The cause of the event was not reported. It was reported the patient was ¿taken away in an ambulance¿, however, it was not reported if the patient was hospitalized for the event. Treatment, action taken with pd therapy and patient outcome were not reported. No additional information is available.